Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a DHR/bhr review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed.bard g2 inferior vena cava filter was deployed at l2-l3 for the patient with deep venous insufficiency and in conjunction with gastric bypass surgery. The filter was vertical in its orientation and had no apparent abnormalities. Approximately nine years and ten months later, computed tomography of abdomen was revealed that an inferior vena cava filter was present, tilted to the right with superior most aspect of the filter protruded into the right lateral wall of the inferior vena cava, likely extended slightly beyond the inferior vena cava wall. Superior tip of the filter was almost 6 cm below the level of the renal veins, suggested caudal migration, however the filter remained within the inferior vena cava. All of the struts appeared to extend beyond the outer wall of the inferior vena cava, however none of them definitely perforated the adjacent structures. Therefore, the investigation is confirmed for filter migration, filter tilt and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: e1, h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure and chronic venous insufficiency. At some time post filter deployment, it was alleged that filter tilted, migrated caudally and the struts perforated beyond wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure and chronic venous insufficiency. At some time post filter deployment, it was alleged that filter tilted, migrated caudally and the struts perforated beyond wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.